Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 400 mg/dl. For treatment, the patient was given a intravenous (IV) solution and insulin. The patient was given zofran for nausea/ vomiting and the basal rate was set to 150 percent for 1 to 2 hours. The patient was prescribed zofran otd at 4 mg to take 1 tablet, 3 times per day. The patient was reported to be lethargic, suffering from headaches with upset stomach. The patient had trouble breathing due to activity induced asthma. The ketones were large. The pod was worn on the back and then removed. The patient was discharged around 4 hours.

Manufacturer narrative:
There were no damages or defects on the device that would create a failure to deliver insulin. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin.